Event description:
It was reported that the patient was in atrial fibrillation and feels fatigue and short of breath despite maintain sinus rhythm. The atrial lead had poor atrial sensing and high threshold. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that blood was in/on the helix mechanism and that tissue was on the helix.